Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during testing, it was observed that the micro saw device had a broken piece. It was not reported if there were any delays to a surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the drum was broken due and component damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be from wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.